Manufacturer narrative:
Occupation - bsn, rn, ccrn, advance nurse clinician. Complete initial reporter name: (B)(6). Complete event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
The following was reported via medwatch report # mw5106505. After less than a day of intra-aortic balloon (iab) therapy, the console generated an iab disconnected alarm. A rupture then occurred and blood was seen in the tubing resulting in premature discontinuation of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned non-maquet sheath, covering the membrane. A catheter tubing kink was observed near the y-fitting at approximately 75.2cm from the iab tip. Additionally, a fiber break was also observed within the membrane at approximately 20.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leak points were detected on the membrane at approximately 1cm & 2.5cm from the rear seal and measuring approximately 0.03cm & 0.2cm in length respectively. The reported leak was most likely triggered by the leaks found on the membrane. Under magnification, a whitish patch was observed at around one of the leak points. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The second leak point was likely caused by a sharp object, however, we were unable to determine when this may have occurred. Additionally, the reported iab disconnect alarm was most likely triggered by the premature iab disconnection as described in the event description. However, we were unable to duplicate this clinical setting. The evaluation confirmed the reported leak. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).